Event description:
The pt reported that it felt like his ipg had gotten hot. The pt was not burned but x-rays revealed that the pt's leads had migrated. The physician had planned on only replacing the pt's leads, however, he decided to replace the pt's entire precision scs system. After the procedure, the pt was reportedly doing well.